Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation. The customer¿s meter was returned for investigation and powered on without difficulty using fresh retention batteries. A full display check was performed and no missing segments or display issues were observed. The alleged malfunction was not reproducible. The product performed according to the specifications. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint about an issue with the meter display on a coaguchek xs meter. The customer stated the meter displayed a result of 1l. The customer performed a display check after replacing the batteries, all segments appear complete. The customer stated the meter memory shows 11 inr, there is no dot between the ones. The date/time shows (B)(6) 1210. The customer stated there is something flashing on the left side along with the result.